Event description:
During an atrial flutter procedure, after access was gained and ablation was done on the cti, the ECG was not visible on the ensite x but was visible on claris system resulting in cancellation of the procedure. The system reference was replaced twice without resolve. The procedure was stopped as it was not possible to proceed to the left side and map the arrhythmia. The issue was alleged to be due to the surfacelink box. The patient was cardioverted and discharged, if arrhythmia persists then patient will be brought back for another procedure.

Manufacturer narrative:
One ensitex surfacelink (surflink) module was received for evaluation. Based on the investigation and information provided to abbott, the reported event was confirmed, and the root cause was attributed to an electrical open to the active belly patch pin from an undetermined event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformance's associated with the reported event were identified.